Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that while unpacking the 2.25x18mm xience alpine drug eluting stent (des), it was noted that the stent was not mounted on the balloon of the stent delivery system. The device was not used. There was no patient involvement and no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an unknown lesion. During the procedure, pre-dilatation was completed with an unspecified balloon. Then a 2.25x18mm xience alpine drug eluting stent (des) was removed from the packaging, when it was noted that the stent was not mounted on the balloon of the des. Subsequent to filing the initial MDR report, the following information was provided. It was reported that the procedure was to treat a mildly calcified, moderately tortuous, 80% stenosed lesion in the right coronary artery (rca). The stent was located loose in the protective sheath and was not used. A non-abbott stent was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay in procedure. No additional information was provided.